Event description:
On (B)(6) 2010, the patient was implanted with an scs system. The patient had experienced fever symptoms since the replacement of a damaged lead. The physician decided to remove the lead due to the potential of infection. The culture came back showing the patient had a staph infection. The patient is being treated with bactrim and will be re-implanted in the future.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the lead has not been returned so no analysis was able to be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.